Event description:
As reported, a patient was bleeding in the night after using a 6f exoseal vascular closure device (vcd), and on "duplexsonar" an "aneurysmaspurium with thrombus perivascular "was seen. The vcd's window changed a little late to black/black. The vcd used with antegrade puncture into the "afc". The device is not available for evaluation as it was previously discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18134281 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient was bleeding in the night after using a 6f exoseal vascular closure device (vcd), and on "duplexsonar" an "aneurysmaspurium with thrombus perivascular "was seen. The vcd's window changed a little late to black/black. The vcd used with antegrade puncture into the "afc". Additional information was requested but not provided. The device is not available for evaluation as it was previously discarded.

Manufacturer narrative:
As reported, a patient was bleeding in the night after using a 6f exoseal vascular closure device (vcd), and on "duplex sonar" an "aneurysma spurium with thrombus perivascular "was seen. The vcd's window changed a little late to black/black. The vcd used with antegrade puncture into the "afc". Additional information was requested but not provided. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 18134281 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A pseudoaneurysm (or aneurysma spurium in german) is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. If a pseudoaneurysm is not detected in time and treated appropriately, it can result in death. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. The reported perivascular thrombus is thrombus that is situated or occurring around a blood vessel. This could be referring to the pseudoaneurysm sac itself, or there could be thrombus forming within the sac. A pseudoaneurysm occurring during or after any catheterization procedure, especially after use of any extravascular closure device, is a well-known potential complication and is listed in the instructions for use (IFU) as such. Without return of the product or procedural films, the events could not be confirmed. Based on the limited information available for review, it is not possible to determine the clinical relationship between the exoseal and the pseudoaneurysm/thrombus reported. However, patient and procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU, ¿if hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ per post procedure patient management, the IFU states, ¿observe that the puncture site is dry when light, non-occlusive pressure is released. Apply an appropriate sterile dressing to the puncture site. Assess the insertion site, as per hospital protocol. Ensure that the site remains clean and dry.¿ neither the phr review, nor the information available suggests that the reported events could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.